Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1993. Subsequently, revision procedures have been indicated due to an unknown reason; however, no revision procedures has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1993. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1993. Subsequently, revision procedures have been indicated due to an unknown reason; however, no revision procedure has been reported to date. Additional information received revealed a right revision procedure occurred on (B)(6) 2014 due to pain and instability. Review of invoice history indicates the modular head and liner was removed and replaced.